Event description:
It was reported that the physician intended to use a nc euphora ptca balloon catheter to treat a stenotic lesion in the lad that had been opened up with a resolute integrity stent. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and the device was prepped with no issues noted. Negative prep was performed and the lesion was not pre-dilated. The device did not pass through a previously-deployed stent. The physician was intending to post dilate a stent with the nc euphora balloon. It was reported that the physician felt resistance and with screening, the physician could see that the balloon broke off at the distal end of the shaft. The resistance felt by the physician was from advancing the nc euphora balloon in the launcher guide catheter. The detachment occurred while the balloon was being passed through the guide catheter. The break occurred in the guide catheter distal to the haemostatic valve while the device was being advanced. The break occurred before the balloon reached the stent to post-dilate. Excessive force was not used during the delivery of the device. It was reported that the balloon did not come loose and the launcher guide catheter was retracted with the balloon inside. The patient status is alive and fine.

Manufacturer narrative:
Evaluation summary: the device was returned with 2 guidewires and the stopcock was attached. The device returned with a detachment on the hypotube 75.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3.5cm and 13.5 cm proximal to the detachment site. No deformation to the balloon the distal tip was slightly deformed. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.